Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.4 hardware: iphone14.6 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod for an unspecified duration. The caregiver initially reported that 3 pods from same the lot had stopped working since their initial setup on june 4, 2026. Reportedly, the patient experienced hyperglycemia for approximately 3 hours. They also experienced redness at the insertion site for one of the pods. The pink slide did move forward, and the cannula was inserted into the skin during wear. Upon removal of the pod, it was noted that the cannula was bent. The insertion site for the pod was not specified. All 3 pods had insulin leakage. The caregiver noticed condensation in the viewing window of the last 2 pods. The caregiver noted that the patient received an unspecified alarm prior to calling product support. No treatment was reported. The patient was able to activate a new pod from another box. Product support confirmed that the lot in question was not part of any recall.